Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump has been alarming no delivery alarms. Three alarms occurred during bolus and one during prime. Customer blood glucose was around 109 mg/dl. Troubleshooting was not performed due to customer was reporting a past event and wasn't having issues with the current set. Customer stated she will resume and device would alarm, so she would rewind and prime and it will resolve the issues. Customer stated at occasions she would have to rewind and prime several times. No further information reported.